Event description:
It was reported that atrial oversensing noted on the egm. Review of egm strips showed a slow vt where the patient had r-waves seen on the atrial channel. The device was reprogrammed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.